Manufacturer narrative:
Device will not be returned for investigation. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported by the surgeon, depth measuring gauge: "the line and the number do not line up. It may say 30, but the line is actually 32. No adverse consequence reported.